Event description:
It was reported that the patient presented to the hospital after receiving multiple inappropriate shocks due to oversensing noise alerts for low, out of range, high voltage lead impedance, possible output circuit damage and noise reversions were observed. Insulation anomaly was suspected. Upon interrogation the next day, no capture and no sensing was observed. The system was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the distal tip measuring 47.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.